Manufacturer narrative:
Report required by FDA for eua. Investigation not complete at time of report. Follow-up report to follow completion of investigation. This is a retrospective report due to challenges implementing esg. Relates to (B)(6) (3014862188-2021-01323,1321,1320,1319,1318: test 1,3,4,5,6 of 6).

Event description:
User reported 6 false positive results. No information regarding additional tests. This is report 2 of 6.

Event description:
User reported 6 false positive results. No information regarding additional tests. This is report 2 of 6.

Manufacturer narrative:
Report required by FDA for eua. Investigation not complete at time of report. Follow-up report to follow completion of investigation. This is a retrospective report due to challenges implementing esg. Relates to (B)(6), (B)(6), c3300, (B)(6), (B)(6), (3014862188-2021-01323,1321,1320,1319,1318: test 1,3,4,5,6 of 6).

Event description:
User reported 6 false positive results. No information regarding additional tests. This is report 2 of 6.